Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj) reflin and inj. Fortum (500 mg, intraperitoneally, frequencies and durations not reported) for peritonitis. The patient had recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a recurrent peritonitis event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.